Event description:
It was reported that after inserting the dilation catheter, the contrast medium was injected by manual pushing. Also, it was stated that when the pressure was applied by turning the inflation device it was locked, the contrast medium leaked from the area between the pressure gauge of the inflation device and the syringe. Pressure was not applied.

Manufacturer narrative:
Upon further review, bd has determined this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after inserting the dilation catheter, the contrast medium was injected by manual pushing. Also, it was stated that when the pressure was applied by turning the inflation device it was locked, the contrast medium leaked from the area between the pressure gauge of the inflation device and the syringe. Pressure was not applied.